Event description:
The device was received at boston scientific's return product department.

Event description:
Boston scientific received information that this right ventricular lead and device displayed high, out of range shock impedance measurements. Subsequent information from the local boston scientific field representative indicated that the physician plans to continue to monitor the patient. No changes were made to the system. There were no adverse patient effects reported.

Event description:
Boston scientific's medical records received notification in (B)(6) 2012 by the clinic that this patient died. The date of death was not reported. There was no reports that the use of the device and lead caused or contributed to the patient's death.

Manufacturer narrative:
The investigation of this report is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, visual inspection did not identify any device anomalies. All of the seal plugs were intact and lead seal rings marks in the header port is consistent with full insertion of the lead's terminal pins. An x-ray was performed on the device and no issues were identified. The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) associated with a monitoring voltage of 3.068 volts. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. It was concluded that this device performed normally throughout laboratory testing.